Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation concluded the reported difficulty appears to be due to operational context. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Concomitant medical products: guide wire: sion, guide catheter: boston 6f jr4, stent: promus premia 4.0x16.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in a proximal right coronary artery with no tortuosity and moderate calcification that was 90% stenosed. After pre-dilatation and a 4.0x16 mm non-abbott stent was implanted, a 4.00x12 mm nc trek rx balloon dilatation catheter (bdc) was prepped for use outside the anatomy and soaked in saline. There was no resistance when the protective sheath was removed. The 4.00x12 mm nc trek rx bdc was advanced without resistance for post-dilatation, however, the balloon ruptured during the first inflation at 16 atmospheres. The 4.00x12 mm nc trek rx bdc was removed from the anatomy without resistance. The procedure was successfully completed with a new unspecified bdc. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information has been provided.